Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. (Calculated from the date when the system controller was issued to the patient). (B)(4). Device evaluation: the report of driveline fault alarms was confirmed based on the information contained in the submitted system controller log file. Multiple driveline fault alarms were captured throughout the log file. The driveline fault alarms did not affect the system controller¿s ability to operate the pump at the set speed; however, the information recorded in the log file indicated that the driveline was disconnected multiple times during these driveline fault alarm, resulting in low speed and pump stoppage events. The low speed and pump stoppage events did not appear to indicate a potential driveline issue. Furthermore, x-ray images of the internal and external portions of the patient¿s driveline were submitted for evaluation and showed no areas of potential shield breakdown. When tested using the manufacturer¿s test equipment, the driveline fault alarms captured in the log file were reproduced and did not affect the system controller¿s ability to operate the test pump at the set speed. The data recorded during testing was consistent with what was recorded in the log file, indicating that the measured impedance in one wire phase was higher than the impedance in the other two phases. Similar incidents of driveline fault alarms have been identified and were addressed through the manufacturer's quality management system. The returned system controller was manufactured prior to the actions implemented. The patient remains ongoing on lvad support with no further events reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 3 months. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a driveline fault alarm. The patient exchanged the system controller, which resolved the issue. The patient then changed back to the primary system controller. A few days later, on (B)(6) 2016, the patient experienced pump stops and low speed alarms while the system controller was connected to the power module. The system controller was exchanged and the patient was observed for over an hour. The alarms did not recur and the patient was sent home. The patient remained asymptomatic. It was reported that the patient will be kept on an ungrounded power module patient cable as a backup, as a system controller exchange resolved the issue for now. The patient will be monitored closely.